Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2005 the patient underwent plif procedure. Unknown date in (B)(6) 2006 the patient presented with severe low back pain radiating into the left lower extremity. He underwent CT scanning to assess the interbody fusions at the l4-l5, s1 levels, which to my interpretation revealed a probable failed fusion and pseudo arthrosis. Unknown date in (B)(6) 2008 the patient came for a follow-up CT scan that revealed a probable failed interbody fusion at the l4-l5 and l5-s1 levels. Unknown date in (B)(6) 2008 the patient came for a follow-up with predominantly lower back pain which had progressively worsened. The pain radiates into the right posterolateral thigh and calf to the ankle. (B)(6) 2008 the patient underwent MRI of lumbar spine which did not reveal any evidence of infection or significant spinal stenosis or foraminal narrowing. (B)(6) 2009 the patient presented with the following pre-op diagnosis: pseudo arthrosis and failed interbody fusion, l4-l5 and l5-s1 level status post plif. The patient underwent the following procedure: anterior lumbar interbody fusion revision bone morphogenetic protein possible threaded titanium cage placement with anterior titanium instrumentation l4-l5 and l5-s1 levels. Impression: this is a (B)(6) white male status post hemilaminotomy and posterior lumbar interbody fusion, l4-l5 and l5-s1 levels with progressively worsening lower back pain and right lower extremity radiculitis who has failed to improve with conservative treatment. A CT scan reveals a probable pseudo arthrosis and failed interbody fusion with no evidence of significant posterolateral arthrodesis at the l4-l5 and l5-s1 levels. (B)(6) 2009 the patient presented with the following admitting diagnosis: lumbar pseudo arthrosis, mechanical low back pain, l4-l5, l5-s1, status post plif l4-s1 in 2005. The pre-op diagnosis was: pseudo arthrosis with failed interbody fusion, l4-l5, l5-s1. Status post l4 to s1 spinal fusion in 2005. Discogenic pain at l4-l5, l5-s1. The patient underwent the following procedure: anterior interbody arthrodesis-fusion, l4-l5, l5-s1. Placement of peek interbody prosthetic devices, 16 x 22-mm cage at l4-l5, 15 x 22-mm cage, l5-s1, spacers. Anterior titanium instrumentation, l4-l5, with 37-mm plate, 30-mm screws. Anterior titanium instrumentation, l5-s1, 21-mm plate, 30-mm screws. Rhbmp-2/acs bone morphogenetic protein. Intraoperative emg and somatosensory evoked potential monitoring. His CT scans have revealed a probably pseudo arthrosis and failed interbody and posterolateral fusion l4-s1. The patient's MRI scan did not reveal significant disk pathology above the level of his fusion. Per op notes, beginning at the l5-s1 level, an aggressive diskectomy was performed. The carbon fiber cage was localized. The old cage was not removed, but rather a second spacer was placed into the disk space. Then a 15 x 22-mm peek interbody spacer was filled with 1-1/2 sheets of rhbmp-2/acs bone morphogenic protein. The cage was impacted into the disk space. Attention was then turned to the l4-l5 level, where again diskectomy was performed. At this point of the procedure, the somatosensory evoked potential monitoring potentials were lost in the left lower extremity. There did seem to be differences in cuff pressures, as measured by anesthesia, most likely from retraction of the iliac artery. The retractors at l5-s1 were released. This did bring back better blood flow and the evoked potentials began to return to normal. Then a 16 x 22-mm peek interbody prosthetic device was impacted into the l4-l5 disk space. The cage was filled with 1-1/2 sheets of rhbmp-2/acs bone morphogenetic protein. Then a 37-mm titanium plate was secured to the vertebral bodies of l4 and l5 using 30-mm cancellous screws. At the l5-s1 level, a 21-mm plate triangular was placed as opposed to rectangular at l4-l5 which was secured to the vertebral bodies of l5 and s1 using 30-mm screws. Intra-operative c-arm was used throughout the procedure to aid in the placement of the interbody peek cages, as well as the anterior plate and instrumentation and pedicle screws. Lateral c-arm view showed good pos ition of the interbody spacers and anterior titanium instrumentation. Other than the change in evoked potentials in the left lower extremity, most likely due to arterial ischemia from retraction of the iliac artery, there were no intraoperative complications. No complications noted post-op.